Event description:
Unomedical reference number (B)(4). Event occurred in sweden. On (B)(6) 2023, it was reported that when the patient was going to change his infusion set, he opened the new set and found that it was broken from the tubing connector. Reportedly, there was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.